Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer's current blood glucose is 124 mg/dl. Customer also experiences blood glucose level such as 605 mg/dl, 850 mg/dl. The customer was treated by manual injection. Customer reports that drive support cap was damage. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.